Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported that her husband's insulin pump was not delivering insulin. She also reported her husband's high blood glucose of over 600 mg/dl. The customer stated he had treated his high blood glucose with insulin injections. The wife stated his blood glucose was not coming down. The customer's wife was advised to take her husband to the hospital. Wife stated she took her husband to the hospital. No additional information provided.